Event description:
It was reported that a malfunction alarm occurred. Reportedly, the customer experienced an elevated blood glucose (bg) level of "high", although a specific value was not given. The customer addressed their elevated bg with a manual injection of insulin. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received. Multiple.